Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the battery in their back had moved and it was irritating when they drove. Patient called their healthcare provider's office and was directed to call the manufacturer. Patient was redirected to their healthcare provider to discuss the irritation at the ins site. No further complications were reported or anticipated. [Omitted information from pe (B)(4): pp backlight/screen issues].